Manufacturer narrative:
No patient was injured in this case, but due to the potential risk we decided to report this case. However, no evaluation was possible as the device was not received by the manufacturer.

Event description:
Customer service was contacted on (B)(6) 2020 by the customer. Customer stated that the surgeon had a slippage on the cranium of the patient. However, customer updated that there was no patient injury.

Event description:
No further descripon for this follow-up.